Event description:
Boston scientific received information stating the device was explanted due to an infection. Dr. (B)(6). Montreal quebec canada implant date (B)(6) 2003 explant date (B)(6) 2012 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).